Manufacturer narrative:
(B)(6). (B)(4). Product analysis:visual and optical examination of the -03 mill gear and -05 mill pinion interfacing features identified significant material wear. The location and nature of the wear is consistent with instrument usage; this instrument is a single-use instrument. The above observations are consistent with anticipated wear.

Event description:
It was reported that , while performing artificial disc arthroplasty procedure on the patient, the surgeon, who had properly prepared the implant and set it aside, faced problems with the cutter. The cutter wouldn't spin or cut when used inside the patient at that level. The surgeon took it out of the patient to test in while not under pressure and it still barely spun. While the surgeon was having the malfunction with the cutter, some time went by and when the surgeon finally opened the 2nd cutter and went to put in the implant, it (the implant) was no longer compressed like it was supposed to be when implanted. The cutter came in contact with the patient. No patient complications were reported as a result of this event.